Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board, system board and interface board were replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue.

Manufacturer narrative:
Previously it was reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board, system board and interface board were replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.